Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer via additional information from sales rep, therefore the device is not available for a physical evaluation. It was reported that the anchor broke during insertion. No pictures were provided. This complaint is not confirmed. It was stated that the possible root cause could be off axis insertion from user, however a definite root cause could not be determined. Furthermore, it was confirmed that no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Upon insertion, the healix advance 4.5 anchor broke at the distal portion. Could be attributed to the surgeon failing to insert the anchor on the same axis as the awl was inserted. Everything was retrieved from the joint. No patient consequence. Additional information was received from the sales representative: the implant broke at the distal 1/3 portion of the anchor. It was reported that the patient¿s bone quality was good. The reporter stated that the insertion looks like it could have been off axis. The same bone hole was used to complete the surgical procedure. It was reported that the breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The fragments were retrieved by being pulled out of the joint with an arthroscopic grasper and no portion of the device remained in the patient. The surgical procedure was completed by inserting another anchor. The reporter stated alternative devices were readily available. There were no procedural or patient anatomy factors that contributed to the breakage.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Upon insertion, the healix advance 4.5 anchor broke at the distal portion. Could be attributed to the surgeon failing to insert the anchor on the same axis as the awl was inserted. Everything was retrieved from the joint. No patient consequence.